Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , did not reveal any findings that would have contributed to a functional issue. It was reported that the patient received a routine heart transplant on (B)(6) 2025. No device-related issues were reported. (B)(6) was returned assembled with the pump cable cut approximately 5.5¿ from the pump header. The distal portion of the pump cable, and the modular cable were not returned. Approximately 1¿ of the sealed outflow graft and the bend relief were returned. The apical cuff was returned, properly engaged with the cuff lock. Evaluation of the sealed inflow and outflow conduits was unremarkable and revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a functional issue. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. B is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received stated that the patient underwent a routine transplant. There were no reports of problems with the pump drive.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient underwent a heart transplant. There were no patient consequences.